Event description:
The customer reported that there was a communication failure error message. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control board and generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.